Event description:
The customer reported that there was a clenz leak of approximately 1ml of the hmx cap pierce 115. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a leak from the black-stripe tubing between ff107 and ff124 at pv37. He replaced the tubing through the pinch valve and verified instrument performance. (B)(4).